Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set had become disconnected from the patient line. This is a known cause of the reported alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain six of peritoneal dialysis therapy. It was reported that there was a disconnection between the transfer set and the patient line during the last cycle. There was no damage identified to either of the ends of the connection. The patient did not know the cause of the disconnection. The transfer set was replaced and the patient was given prophylactic antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.